Event description:
It was reported that a volume discrepancy had occurred. The actual residual volume was greater than the expected residual volume. It was also reported that the pump "stopped suddenly" and the rotor did not turn during the dye study. The pump was explanted and replaced. The pt was doing "great" after the replacement.

Manufacturer narrative:
(B)(4).